Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump volume was too low. During troubleshooting with tandem technical support, the issue was resolved. Customer's blood glucose was not adversely impacted. Customer continued to use current pump.